Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced two infusion sets tubing leakage at site event. Infusion set was in use for few hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-19970. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The lot 6005298 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with version 41 quality criteria for inset family products eng-esp.docx (criterios de calidad para productos de la familia inset eng-esp.docx) - version 18 acceptance criteria for the spot curing process.doc test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to version 10 flow tests in customer complaints.doc (pruebas de flujo en quejas del cliente.doc ) test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to version 25 instructions for using leak detection equipment in the inspection area.doc (pruebas de flujo en quejas del cliente.doc) test on reference samples, 10 samples out 10 samples passed the test. Batch review: the lot 6005298 was manufactured according to the document version 110 on the packing process in the line 3, on 04/feb/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.